Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was clogged. The following information was provided by the initial reporter: blocked needle unable to flush.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-feb-2023. Investigation summary : our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of needle clogged / blocked was confirmed upon inspection of the sample. Analysis of the sample showed that the sample was clogged. Bd determined that the cause of the failure was associated to our manufacturing process. It is likely the part was incorrectly rejected and was introduced into the good parts bin. Preventative maintenance was performed on the machinery which is believed to have caused this defect after the production of this batch. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd precisionglide¿ needle was clogged. The following information was provided by the initial reporter: blocked needle unable to flush.